Manufacturer narrative:
A battelle critical care decontamination system ccds worker reported being exposed to zinc oxide from the shelves in the ccds decontamination chamber during disassembly causing mild throat irritation. A zinc oxide residue was on the surface of the metal racks. The ccds worker was wearing safety glasses, mask and gloves. No medical treatment required. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
A battelle critical care decontamination system ccds worker reported being exposed to zinc oxide from shelves during disassembly causing mild throat irritation. Staff were wearing safety glasses, mucous membrane protection, and gloves. No medical treatment required.